Event description:
The manufacturer representative (rep) reported that the patient's spinal cord stimulation trial began on (B)(6) 2021. On the evening of (B)(6) 2021 around 10:00pm, the patient experienced some loss of feeling in their feet, so they went to the emergency room. The manufacturer representative (rep) was notified on (B)(6) 2021 around 1:44am, but it was noted the rep didn't see the message until around 8:00am on (B)(6) 2021. The patient had a neuro exam around 9:00am, and by that time their neuro exam had worsened. It was noted the leads were still in place at that time. Once the physician was notified of this issue the leads were removed and the patient was given an MRI. The results of the MRI were unknown at the time of the report.  No device issues were reported. The trial leads were discarded. No symptoms were reported to be due to the external neurostimulator.

Manufacturer narrative:
Concomitant medical products: product ID: 977d260, lot# serial# unknown, implanted: (B)(6)2021, explanted: (B)(6) 2021, product type: screening device. Other relevant device(s) are: product ID: 977d260, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 977d260; serial# (B)(6); implanted: (B)(6) 2021; explanted: (B)(6) 2021; product type: screening device product ID: 977d260; serial# (B)(6); implanted: (B)(6) 2021; explanted: (B)(6) 2021; product type: screening device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided on december 14, 2021. The rep provided the serial numbers for the leads but didn't have the serial number for the wens.

Event description:
The manufacturer representative (rep) reported that the patient's spinal cord stimulation trial began on (B)(6) 2021. On the evening of (B)(6) 2021 around 10:00pm, the patient experienced some loss of feeling in their feet, so they went to the emergency room. The manufacturer representative (rep) was notified on (B)(6) 2021 around 1:44am, but it was noted the rep didn't see the message until around 8:00am on (B)(6) 2021. The patient had a neuro exam around 9:00am, and by that time their neuro exam had worsened. It was noted the leads were still in place at that time. Once the physician was notified of this issue the leads were removed and the patient was given an MRI. The results of the MRI were unknown at the time of the report.  No device issues were reported. The trial leads were discarded. No symptoms were reported to be due to the external neurostimulator.

Manufacturer narrative:
Concomitant medical products: product ID: 977d260, lot# serial# unknown, implanted: (B)(6)2021, explanted: (B)(6) 2021, product type: screening device. Other relevant device(s) are: product ID: 977d260, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.